Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons would be intermittently responsive and hard to press. Customer's blood glucose was 300 mg/dl. The mother recalled the customer dropped the insulin pump in the past. It was also found scratches were present on the insulin pump's screen, but the customer was able to read the screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.